Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/18/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 13-jul-2021. It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. Initially, it was reported that during ablation, spike signals would appear on all the signals intermittently. The catheter cable was replaced with no resolution. The pump was turned off with no resolution. The grounding cables were checked, and the pump was grounded with no resolution. The case was completed with the issues and no further troubleshooting was performed. No patient consequence was reported. Additional information was requested and a response was received on may 19, 2021. The signal interference (noise) was observed on all ECG (intracardiac and body surface), on the carto® 3 system and recording system. The staff said that the noise was on the anesthesia monitor as well, but the reporter did not get a chance to confirm. The catheter was inside the body and we only had this problem during ablation. Sometimes, not even during every ablation. Nor for the entire duration of every ablation. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ez steer nav catheter. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. As part of biosense webster, inc.¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no electrical issue could be reached on the cause of the reported event. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-(B)(4). Has two complaints that are related to the same incident. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and carto® 3 system and there was signal interference on all ECG (intracardiac and body surface) on the carto® 3 system, recording system and anesthesia monitor. Initially, it was reported that during ablation, spike signals would appear on all the signals intermittently. The catheter cable was replaced with no resolution. The pump was turned off with no resolution. The grounding cables were checked, and the pump was grounded with no resolution. The case was completed with the issues and no further troubleshooting was performed. No patient consequence was reported. With the information available, this event was assessed as not MDR reportable since there was no evidence that the patient's heart rhythm was not visible to the operator on all electrograms (body surface and intracardiac) on all systems available. Therefore, the risk to the patient was low. Additional information was requested and a response was received on may 19, 2021. The signal interference (noise) was observed on all ECG (intracardiac and body surface), on the carto® 3 system and recording system. The staff said that the noise was on the anesthesia monitor as well, but the reporter did not get a chance to confirm. The catheter was inside the body and we only had this problem during ablation. Sometimes, not even during every ablation. Nor for the entire duration of every ablation. Per the additional information received clarifying that the signal interference (noise) was on all ECG (intracardiac and body) on the carto® 3 system, recording system and anesthesia monitor, this event has been reassessed as MDR reportable under both the ez steer¿ nav bi-directional electrophysiology catheter and carto® 3 system. The awareness date for this reportable issue is may 19, 2021.